Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. The device was interrogated and the right ventricular (rv) lead exhibited intermittent undersensing on ventricular fibrillation (vf) and non-sustained ventricular tachycardia detections. The lead remains in use. No further patient complications have been reported as a result of this event.